Manufacturer narrative:
The investigation for the reported removal issue has been completed. Pump was returned for evaluation. Upon visual inspection, no abnormalities were found with the pump or repositioning unit. Clinical details noted that perclose x2 sutures were placed prior to cp dilation and insertion. After pump was explanted, perclose sutures failed, post close sutures were attempted and also failed. A 14fr sheath was placed, surgical cutdown was performed and hemostasis was achieved. No issues were found with leg under doppler. The root cause of the removal issue which led to the access site bleed was due to a use issue as the perclose sutures failed and no issue was found with the pump or repositioning sheath. Added- d9 device return date in accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that perclose done prior to impella cp dilation when impella initially implanted failed. Post close x4, failed. 14fr sheath placed and surgical cutdown was done. Hemostasis achieved. The patient is stable.